Event description:
The user facility reported that the ip camera connected to their hexavue custom room rack showed blue image. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that two fiber cables required replacement. The technician replaced the two fiber cables, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.